Event description:
Reporter stated, during surgery, three attempts were made to implant an intracranial monitoring kit (1104bt). It was noted upon implantation of the first catheter that there was no data display, while the second and third attempts could not make a zero calibration. A total of (four) catheters returned to cg labs. (B) (4), (B) (4), (B) (4). (B) (4).

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.